Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the tip has fractured off at the start of the cutting flutes. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of device history records found these units were released to distribution with no deviations or anomalies. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
(B)(4). Primary (B)(4). The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that when going to the drill guide hole, the tip of the drill broke. The patient did not retain a foreign body and no significant delay to surgery was reported. No further information available at the time of this reporting.